Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what was the initial procedure? All answers above are unobtainable. Once there is any update, we will update the information. What is the procedure date? What is the lot number? H3 investigation summary: a needle/suture combinations and a suture piece of product code vcp310h were returned for analysis. Upon initial inspection of the sample no foreign matter, was observed on the sample received; only body fluids were noted. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the procedure date? What is the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on patient, it was reported that it was found that there had been foreign matter in the newly dispensed suture when it was opened to prepare for unknown surgery . Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.